Manufacturer narrative:
Device evaluation: the mobile view station (mvs) power cord was returned to the manufacturer for evaluation and the reported issue was confirmed. The cord failed continuity testing. An open found in the power cord plug which caused arcing. The part also failed visual inspection, as there were visual signs of arcing on the power cord plug. No conductive surface is exposed.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the line prong of the power cord was bent and wire broken internal to the plug. Power cord was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect power cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, when the mobile view station (mvs) of the imaging system was plugged into a working power outlet the power cord sparked. The issue occurred during testing. Three different outlets were tested but the power cord sparked. There was no patient present at the time of the issue.